Event description:
The lay user/pt contacted lifescan on august 24, 2007 and alleged that her one touch ultra2 meter was giving the error 4 message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the day before at 11:00 pm. She mentioned that she felt sweaty, weak, and had a rapid heartbeat after the reported issue began. After the issue began, the pt continued to take her usual dose of insulin. She did not receive/require any medical attention and was not tested on another device. At the time of troubleshooting, it was verified that this was not a new product. The meter was not exposed to temperature outside of the acceptable range. She was using test strips from liberty and didn't not have a lifescan test strip lot number. This complaint is reported because the alleged issue was not resolved with troubleshooting and the pt alleged that she experienced symptoms after the issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.